Event description:
A cartridge change error was reported involving the pump. There was no adverse impact to the customer's blood glucose level. The technical support team guided the customer through several steps, including removing the cartridge and cleaning the pneumatic tap area, which resolved the issue, allowing the customer to successfully load the cartridge and resume insulin use.